Event description:
I was implanted with essure in 2014. I have experienced monthly heavy menstrual bleeding along with extreme cramps, that causes migraines. The physician that completed my implants has passed away, I cannot retrieve my medical records to have implants removed. FDA safety report ID# (B)(4).